Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was a data recording problem and the device was nearing elective replacement indicator (eri). Follow-up information indicated that the caller interrogated the device when the patient was in the hospital due to an unrelated problem. During the interrogation the caller noted that the settings were "a little strange". The caller stated that the device was reset prior to interrogation and all information had already been cleared. After reviewing previous interrogations, the caller also noted that the device had been reset prior to the clinic's last interrogation as well. Therefore, the caller was unable to determine when the power-on reset occurred. The physician elected to remove the device because it was nearing eri. No patient complications have been reported as a result of this event.